Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05713 / 05714).

Manufacturer narrative:
This follow-up report is being filed to correct by removing "(B)(4)".

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to dislocation. All components were removed and replaced with a total knee system.